Manufacturer narrative:
MDR 3003442380-2024-01098 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the customer that last 2 infusion sets were not sticking. No further information was available.